Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump was not delivering the insulin. The caller sated that her blood glucose have been up and down recently, and she has changed her infusion set nine to ten times. The customer stated that she is pregnant. The customer mentioned getting multiple no delivery alarms. The blood glucose reading was 348mg/dl. Troubleshooting was performed, and the device kept alarming. The customer had bent cannulas or cracks in the tubing in the past. Assisted the caller to run a manual prime and the insulin did exit. The high pressure test was performed and failed twice. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.